Event description:
During a stone retrieval procedure, the surlok stone basket broke off inside the patient. The surgeon was able to retrieve the basket with no injury to the patient.

Manufacturer narrative:
The investigation of the device has found a solder joint bond failure. The distal end of the basket came undone from the wire sheath. All parts were recovered from the patient.